Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged on the electronic assembly. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of moisture damage and a blank display from the insulin pump. The customer's blood glucose level was 135 mg/dl. The customer stated that she dropped her pump into the toilet. The customer stated that the pump went blank immediately after it was exposed to moisture. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.